Event description:
It was reported that during preparation of ureteroscopic lithotripsy procedure, it was found that the wire was broken. The procedure was completed with another device of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of pull wire break.